Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the health care professional (hcp) identified out of range shock impedance measurements involving this implantable cardioverter defibrillator (ICD) during a patient evaluation. Additional details regarding the event and its resolution were not available at this time, and follow-up with the local clinical representative was recommended. This ICD remains in service.